Manufacturer narrative:
(B)(4). Approximate age of device ¿ 46 days. (B)(4). It was reported that the device would not be returned for evaluation. A correlation between the device and the reported event could not be determined. Right heart failure, bleeding, respiratory failure, and renal failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced right ventricular failure on postoperative day two that required insertion of a right ventricular assist device (rvad). The patient also experienced multiple episodes of ventricular tachycardia (vt) requiring defibrillation, putting another deficit on native cardiac function. It was reported that the patient suffered from gastrointestinal (gi) bleeding and developed acute respiratory distress syndrome (ards). The patient was unable to be weaned from ventilator support and required extracorporeal membrane oxygenation (ECMO). The patient continued to have gi bleeding refractory to treatments and was unable to be weaned from ECMO due to ards and worsening lung function. The suffered kidney failure and liver failure, and developed multi-system organ failure. Care was withdrawn and the patient expired on (B)(6) 2016. It was reported that the lvad "worked well"; ramp echocardiogram testing post-rvad insertion showed an appropriately functioning lvad. No additional information was provided.